Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, the patient going through an MRI procedure, and not prepping the skin with antiseptic solution have been ruled out as potential causes. However, the device was implanted at an off-label location (craniofacial). Additionally, the lead is thought to have eroded due to lack of tissue in that area to effectively bury a knotted and coiled lead. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to off-label use as this was a craniofacial implant (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion. Staphylococcus aureus infection was confirmed. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2023. The patient is doing well and no further issues have been reported.